Event description:
It was reported that a few weeks after this right ventricular (rv) lead was implanted, the patient was experiencing oversensing of the atrial beat on the ventricular channel that could not be mitigated with sensitivity programming. An x-ray was performed where it was determined that the lead was not positioned deep enough into the ventricle. Subsequently, an additional procedure was performed where the lead was successfully repositioned more apex. No additional adverse patient effects were reported.